Manufacturer narrative:
The gantry/table control panel on the new ingenuity CT scanner has an 8 position multifunction rocker switch that controls the motion of the table. The switch is new to this product. The switch is designed to move the table 'up' 'down' 'in' 'out' or a combination of 'in and up' 'in and down' 'up and out' or 'down and out'. It was found that the switches are sensitive to the corner directions. When the switch is pressed in one direction, and are too close to the corner internal switches, the table could move in an unwanted direction. The panel has been replaced with a new one that has less sensitivity on the buttons. If the malfunction were to recur, there will be no risk of serious injury or death occurrences. (B)(4).

Event description:
The customer alleged that the control panel on the gantry to move the table is not very accurate. When the customer wanted to move the table in back/forth motion, the table, sometimes moved in up/down motion instead. The customer also alleged that when he pressed on the switch, a second switch was also enabled.